Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.

Event description:
I was reported that the patient (11 years post total knee surgery) had a fall. He presented to the surgeon with an unstable ps knee. During revision surgery it was discovered that the ps post was broken as a result of the patients fall.